Manufacturer narrative:
G1 added manufacturer contact fax number as it was omitted from the initial report that was submitted. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 and h6 updated.

Event description:
An automated impella controller had a bent grounding plug. No patient harm was reported.

Manufacturer narrative:
There was no patient involved in the reported event. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary ==> data review: console logs did not contain any data relevant to the reported complaint. Device analysis: console was tested after arriving in field service and operated as intended while running with a pump and purge cassette kit connected. Inspection of the console confirmed that the ac power cord plug had a bent ground pin. The bent ground pin on (B)(6) was confirmed. Device history review ==> q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).